Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the rectum during a colonoscopy procedure performed on an unknown date. During the procedure, the doctor and nurse dilated a patient in the rectum with a cre balloon. The manometer did not work properly but they continued to dilate until the cre balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The customer reported that it is possible that the balloon was overinflated. The procedure was already completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Device code a1406 captures the reportable event of balloon overinflation.